Event description:
A head error was reported. (B)(4).

Manufacturer narrative:
The device in question will be sent to maquet (B)(4) for investigation. A supplemental - medwatch will be submitted when additional info becomes available.

Manufacturer narrative:
The device was returned to the MFR and forwarded to a supplier for further evaluation and repair. It was confirmed that the displayed offset value was 4.2 and could not be "resetted". This also led to the reported error message "head error". After the offset value was reset the reported failure of the "error head" was not reproducible anymore. During a previous investigation of a similar complaint the cause for the offset value being too high was confirmed to be due to a handling failure. Based on the available info to the MFR at this time the reported error message "head error" could be confirmed to be due to a high offset value. This was caused by repeatedly performed handling errors which lead to a stack-up of values, raising the overall offset value above the acceptable limit.

Event description:
A head error was reported. The failure was noticed during preventive maintenance and no patient was involved. (B)(4).